Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled and cracked dso seal. There was no evidence in the event history log. Functional testing was able to confirm the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion seal bubbled and cracked. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.